Event description:
It was reported by service report that there were no electronic motor functions available from the siderails or the footboard of the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose electronic connection inside the footboard.